Event description:
It was reported that guidewire fracture occurred. The target lesion was located in jugular vein. During a transjugular liver biopsy, a 035/180/3mm amplatz super stiff guidewire was advanced for use. However, during advancing, resistance was felt and when the guidewire was pulled out of the sheath, the guidewire had fractured/shredded. The device was simply removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned by the customer, nevertheless the customer did provide four photos related to the complaint and, it is possible to see that the guidewire was unraveled and kinked at the distal tip. No more damages were observed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire fracture occurred. The target lesion was located in jugular vein. During transjugular liver biopsy, a 035/180/3mm amplatz super stiff guidewire was advanced for use. However, during advancing, resistance was felt and when the guidewire was pulled out of the sheath, the guidewire had fractured/shredded. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.